Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d1, d2, d4, d11, e1, g4, g5, g7, h1, h2, h3, h4, h6, h10 d4: UDI #: (B)(4). D11 - medical device: persona femur cemented posterior stabilized (ps) catalog # 42500607002 lot # 64121962 persona articular surface fixed bearing posterior stabilized (ps) catalog # 42522401012 lot # 64363148 tibia cemented 5 degree stemmed right size g catalog # 42532007902 lot # 64281805 cemented persona/ve surf & instruments catalog # 9800674105 lot # unknown patella reamer blade with pilot hole 51 mm diameter single use only catalog # 00597909551 lot # 64418785 reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation.  If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR: 3007963827-2020-00076, 3007963827-2020-00075.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown persona femur catalog # unknown lot # unknown. Unknown persona tibia catalog # unknown lot # unknown. Unknown persona articular surface catalog # unknown lot # unknown. Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565-2019-04927, 0001822565-2019-04930, 0001822565-2019-04931. Device evaluated by manufacturer? Remains implanted.

Event description:
It was reported that the patient underwent a knee arthroplasty. Subsequently, the patient alleges experiencing pain, stiffness and limited range of motion in knee. Further, the patient alleges uses a cane to ambulate and is scheduled to undergo a manipulation procedure. No revision procedure has been reported to date. Attempt for further information has been made, but no further information has been provided.